Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿piece of plastic¿ was found around a venflon pro¿ safety IV catheter before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the returned photo and foreign matter was observed on the cannula tip area. However, since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. It is not possible to determine the material source of the foreign matter. It is not possible to determine the source of the foreign matter based on the photo returned. Complaint trend will be monitored.